Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection confirmed that the top of the battery cap was stripped. A test pump was used to complete the investigation. The battery cap was able to be fully secured to the pump and no power reboots occurred during testing. The battery cap was difficult to remove from the pump due to the damage to the top of the cap. The battery cap threads were intact and the battery cap spring was secure. The battery cap contact height and width measurements were found to be within the required specifications.